Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate her ipg with any external devices. The sjm representative confirmed the issue. The pt reports she did not recharge her ipg for 2-3 months. Surgical intervention is pending to address this issue.